Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. (B)(4).

Event description:
A customer reported following a micro-glaucoma stent implant procedure, the device moved out of position and is 'lost'. The patient is reported as being fine. Additional information was requested.

Manufacturer narrative:
No sample has been returned for evaluation for the report of moved out of position, device lost, and no patient impact; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. A sample was not returned and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. No information is provided regarding intraoperative complications associated with device implantation that might have affected device position, and no information is provided regarding whether the device movement was anterior or posterior; however, as the device is "lost"; e.g., not visible, it is surmised that it was posteriorly positioned. There is no mention of device failure. Possible root cause is that device malposition is a known risk associated with use of the device, which is clearly stated in product labeling. (B)(4).